Event description:
Prior to introducing the triactiv guidewire into the touhy, the physician placed a curve on the wire. The (triactiv) wire tip kinked after it was advanced into the artery causing small perforation in the artery wall. This was the physician's first time using the device. No specific treatment was needed for the perforation although patient was watched overnight in ICU as opposed to step down unit.